Manufacturer narrative:
Patient information was unavailable from the site. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system wireless trackers could not be located by the navigation system. Restarting the imaging system restored communication and the site continue with the procedure. The surgeon completed the procedure with the use of the imaging system. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient demographics provided.